Manufacturer narrative:
The reported event that the pointer tip broke off was not confirmed as the product for this investigation was not available for evaluation.

Manufacturer narrative:
Device not yet returned for investigation.

Event description:
It was reported that the tip of the straight pointer broke off during transport to sterile processing after the procedure. There was no patient involvement and no adverse consequences associated with the device.

Event description:
It was reported that the tip of the straight pointer broke off during transport to sterile processing after the procedure. There was no patient involvement and no adverse consequences associated with the device.